Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that x-ray revealed that the right atrial (ra) lead had dislodged. The ra lead was attempted to be extracted but was difficult to remove and impossible to extract. The physician capped the lead and implanted a new lead. No patient complications have been reported as a result of this event.